Manufacturer narrative:
(B)(4). Eval, results: (inaccurate placement, endoleak). (Moderately tortuous vessels). Conclusions: (moderately tortuous vessels).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an aortic abdominal aneurysm approximately 4 months ago. The aneurysm was 57 mm in diameter, the neck was 20 mm long, measured 29 mm below the renals and went to 27, 26.3 and 27 mm just proximal to the aneurysm. The aortic bifurcation is 17 mm in diameter, the left iliac is 42 mm long and it is 15 - 17 mm in diameter, the right iliac is 35 mm long and it is 14 - 16 mm in diameter. It was reported that at the time of implant the tapered tip was caught on the graft and the physician had to pull hard to remove the delivery system. The stent graft moved down approximately 1 cm; however, there was no endoleak and no further intervention was performed. On a routine follow up there was a proximal type 1 endoleak found and the decision was made to place a talent cuff and this successfully resolved the endoleak. No clinical sequelae were reported, and the patient is fine.